Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported customer had received a "scan again in 10" error message on the 10th day wearing a adc freestyle libre 2 sensor and was unable to obtain readings. Customer experienced symptoms of hypoglycemia described as being sweaty and confused which resulted in customer being unable to self-treat. Caregiver was able provide sugar for treatment. There was no report of death or permanent impairment associated with this event.